Event description:
Sorin group (B)(4) received a report that during set up for a case the s5 double head pump displayed an error message and that the encoder did not turn smoothly. There was no report that the pump stopped. This issue was detected during priming and there was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occured in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that during set up for a case the s5 double head pump displayed an error message and that the encoder did not turn smoothly. There was no report that the pump stopped. This issue was detected during priming and there was no pt involvement. The investigation is on-going. A follow-up report will be forwarded when the investigation is complete.